Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. Since the beginning of the year, the patient was hospitalized on three separate occasions. For the 1st incident, the patient's relative transported her to the hospital. The blood glucose result was 900 mg/dl at the hospital. The patient received cortisone treatment and it is unknown what other type of treatment was provided to the patient. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. For the 2nd incident on an unknown date, the patient was transported to the hospital via ambulance. The blood glucose result at the hospital was 700 mg/dl. The type of treatment provided to the patient was unknown. Pneumonia was detected at the hospital. The patient was hospitalized for around 2 weeks. For the 3rd incident, the patient was transported to the hospital via ambulance. The blood glucose result was 600 mg/dl at the hospital. The type of treatment provided to the patient was unknown. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019.